Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Additionally, analysis did not identify any lead characteristics that would have resulted in the reported dislodgement.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead dislodged during the procedure and upon attempting to reposition the physician was unable to confirm the helix had extended. Upon removing the lead from the patient the helix could not be retracted. The procedure was completed with an alternate lead. No adverse patient effects were reported.